Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating she experienced a blood glucose (bg) value of 320mg/dl. The patient reportedly had blurry vision and experienced thirst. The patient reportedly awoke in the morning with a bg of 198mg/dl and her bg range was usually noted to be within a range of 70 to 90mg/dl. After lunch, the patient¿s bg reportedly had elevated to 300mg/dl and after the patient changed out the site and retested her bg 20 minutes later, her bg elevated to 320mg/dl. Customer support reviewed the pump with the patient. No programming/settings issues were noted with the pump. No associated alarms were noted and the no issues were noted with the patient¿s prime technique. There were no issues noted with the site/set or cartridge. Additionally, cts reviewed the patient¿s technique. The patient reportedly was not filling the fill cannula step correctly and has not filled the cannula during the last 2 to 3 site changes. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. There was no reported pump malfunction. Use error contributed to the reported event because the patient was performing the incorrect technique when filling the cannula.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the black box shows dates from 2016-11-18 to 2016-11-26. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rate. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.